Event description:
The customer reported the exposures were interrupted and/or blackened. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported at this time; a service call is anticipated.